Event description:
Information was received indicating that the patient felt that a smiths medical cadd ms3 pump was infusing remodulin at the rate it was stating. The patient believed the pump was infusing too slow and she was feeling worse because of it. There was no major injury to the patient and the doctor was made aware. The fault occurred while the pump was in use with a patient. The patient did receive the remaining infusion volume. The infusion was life sustaining.

Event description:
Information was received that while a smiths medical cadd ms3 infusion pump was in use with a patient, it is under-infusing medication . Incident has been reported to be resolved with no injury resulting.